Manufacturer narrative:
Unit received with detached end cap, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 600 mg/dl. Customer was treated with manual injections. It was also reported that the insulin pump had physical damage.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarm noted. The insulin pump was received with detached end cap, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Unable to perform the functional tests including basic occlusion, occlusion, prime, and excessive no delivery alarm test due to detached end cap.